Event description:
It was reported that during a knee arthroscopy the device overheated causing the plastic sheathing to melt. The procedure was successfully finished with the same device. No delay was reported. An injury was reported on the condyle (two imprints on non-weight bearing part).

Manufacturer narrative:
The device, used for treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual evaluation under magnification shows minimal electrode wear with a significant amount of discoloration present on the cap. There is discoloration on the shaft as well as damage to the black shrink tube which is most likely due to plasma etching. There are no manufacturing abnormalities visually observed with the returned wand. The wand was tested using a compatible controller and activated in saline solution at default and maximum settings in which ablation and coagulation performed as intended. At no time during activation, the tip exhibited ¿arcing¿ which would cause a burn. The suction line was tested and performed as intended. Functional testing concluded that there is no electrical disturbance related to the wand. The complaint could not be verified and the root cause could not be determined with confidence as the returned device performed as intended during functional evaluation. It is possible that the tip of the wand made contact with a metal object such as a cannula that has the potential to cause this type of failure. Also, when using wands, ensure adequate flow and circulation of saline solution to prevent unnecessary heating of the solution that may result in tissue damage or thermal injury. Outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.